Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display troubleshooting was done for partial display. Customer went for swimming and stopped working as well as went screen went blank. Customer noticed crack on the back of insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case and cracked case-corner of belt clip rails. Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements or verify missing segments or partial display due to display anomaly.